Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set's tubing came disconnected from the site. At the time of the incident, the patient's blood glucose level was 206 mg/dl. Moreover, there was no damage when the infusion sets package was first opened. Reportedly, the infusion set was replaced, and insulin was resumed successfully. No further information available.